Manufacturer narrative:
It was reported that the initial procedure was an extracapsular cataract surgery in the left eye with posterior chamber intraocular lens implant and it was performed on (B)(6) 2013. The interrupted suture was used on the corneo-scleral tissue of the left eye. The patient presented with pain and swelling around the eye especially over the suture on (B)(6) 2013. A culture was taken which showed eosinophils. Topical steroid eye drops were given and the suture was removed from the eye. The surgeon opines that the patients history of prior allergies was a contributing factor to this reaction. Currently, the patient is healed and doing well. (B)(4) .

Event description:
It was reported that a patient underwent a eye surgery on an unknown date and suture was used. The patient developed an allergy/infection to the suture, was treated with antibiotic and healed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.